Event description:
It was reported that the pt's device was depleted after two and a half months post implantation. Upon initial implant, the pt was given 4 to 5 groups (2 with cycling) and used the stimulation 24 hours a day. His pain management physician and the company representative reprogrammed the device at which time all groups were switched to cycling when it was realized that his battery was being depleted and would need to be replaced. The device was explanted and replaced. No pt injuries were reported.

Manufacturer narrative:
(B) (4). Analysis report was not available at time of this report. A f/u report will be sent when analysis is completed.